Event description:
The customer reported the device was unexpectedly shutting down. The customer also reported that the device displayed the message "power interrupted. All settings have been reset to default values." There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device was unexpectedly shutting down. The customer also reported that the device displayed the message "power interrupted. All settings have been reset to default values." There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.